Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25251. It was reported that on (B)(6) 2020 a dissection of the coronary sinus occurred during a left ventricular lead implantation. It was noted to be due to the introducer and guidewire. The physician decided to abandon the implant of the lead. The patient's condition was stable throughout the procedure and after.